Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the multifunction cable on the device was not functioning. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the multi-function cable used was returned. The customer's report was not verified during functional testing of the multi-function cable on an x series device. The cable passed all testing with no discrepancies found. The customer received a replacement multi-function cable as a precaution. Analysis of reports of this type has not identified an increase in trend.